Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead exhibited loss of capture. The lead was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture on the lead was not confirmed. Visual, electrical, mechanical, and longevity analysis was normal with no anomalies found.